Manufacturer narrative:
(B)(4)

Event description:
Procedure: chemosite insertion. According to the reporter: when the sheath was being placed, it presented great difficulty, so the doctor decided to remove it. When it was removed the doctor noted that the tip of the sheath was torn and wrinkled. The doctor decided to use another sheath and he was able to complete the procedure. There was no tissue damage, no considerable amount of blood loss, and cavities of the pt are intact.